Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited low level, high frequency noise that inhibited pacing. Possible myopotential oversensing was noted. Programming changes were discussed. No intervention reported. The patient will be monitored with routine follow-up.